Event description:
It was reported that during a shoulder arthroscopy procedure, the tip of the probe unit fractured and fell into the patient's shoulder. It was further reported that the fragment was retrieved and no adverse consequences or delays were reported.

Event description:
It was reported that during a shoulder arthroscopy procedure, the tip of the probe unit fractured and fell into the patient's shoulder. It was further reported that the fragment was retrieved and no adverse consequeces or delays were reported.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The reported tip breakage condition was confirmed on the returned unit. The whole ceramic tip and metal electrode broke off from the probe¿s distal end. No visible damage or marks were found on the probe¿s black insulation. The suction tube was found cut and clamped. Functional inspection revealed a p2 error code when connected to an energy console. A p2 error corresponds to a "probe expired error" - the time since the first activation of the current probe has exceeded 24 hours. A p2 error code is expected (normal) to be obtained when connecting the probe after 24 hours of being activated for the first time. Device history record of the reported product/lot number was reviewed. There were no manufacturing related discrepancies observed that could contribute or be related to this condition. Probable root causes for the reported condition can be associated, but not limited to: non-conforming component, assembly process, and/or misuse. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.